Event description:
Explant- endocarditis. A forty-one year old male with medical history of aortic stenosis, bicuspid valve, and left ventricular hypertrophy underwent a 22mm aortic homograft on 1/30/98. On 2/24/98, pt readmitted with complaints of fever and chills. Pt found to have positive blood cultures for candida albicans. Echo revealed aortic valve vegetation. The valve was explanted same day and replaced with another aortic homograft.